Event description:
Event description boston scientific, crm received information that the shocking lead impedance tests on these right ventricular (rv) epicardial defibrillation leads had an out of range impedance measurement of either <20 ohms or >125 ohms. The last shock was reported to have occurred at the implant procedure in 2004. A boston scientific technical services (ts) consultant recommended a 1.1 j and maximum energy shock to test the intergrity of the lead. It was later reported that during defibrillation threshold (dft) testing they were unable to induce with the epicardial lead patches. The implantable cardioverter defibrillator (ICD) was explanted and the leads were capped and abandoned due to high dfts. A new ICD and leads were implanted without complication. No adverse patient effects were reported.